Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not record two basal rates. Customer indicated that there basal rates were not recently changed. Customer's blood glucose was unknown at the time of incident but recently went up to 400mg/dl. The customer was assisted with troubleshooting and was advised on how to use carelink. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump unable to download to the carelink software due to corrupted history file alarms in alarm history screen. Corrupted history file alarms due to corrupted history file. Pump programmed with multiple basal rates and all registered properly in the daily total history noted. No basal rate anomaly noted. Pump had minor scratched display window.